Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Nurse (B)(6) reported, that the screw broke, while surgery. The patient was provided without cement. No further information was given.